Event description:
Upon evaluation by manufacturer, it was found that segments were missing on the display. No injuries reported. Customer reported while troubleshooting that they had put quality control solution directly into the strip slot and subsequently lost power to the device.